Event description:
It was reported that an anesthesia tube became kinked and ventilation was interrupted. Covid patient was in prone position. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D4: catalog number is unknown. D4: UDI information is unknown. G5: premarket (510k) number is unknown. Additional information in h6 and h10.